Event description:
It was reported that at the implant procedure, the device undersensed p waves. A new device was connected which also undersensed the p waves. The new device was programmed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The analyst commented, atrial and ventricular bores were able to hold a .1000 inch pin gauge. Is-1 leads were fully inserted into the atrial and ventricular bores; setscrews were tightened to one click on a medtronic torque wrench and slightly tugged. The result was the leads remained in original position. Is-1 insertion gauge 060889 was inserted into the bore with normal force no binding was felt. Concomitant medical products: 4068, implantable pacing lead, (B)(6) 1997. (B)(4).